Event description:
Spontaneous call from (B)(6), home health nurse, who reported the pump infusion failed. (B)(6) stated the pump said low motor and she tried restarting and it still failed. Missed dose was not reported. No adverse event was reported. Unknown if the patient has the defective device available for return. Unknown if md is aware. No other information was reported. Reported to (B)(6) by: health professional.